Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager fridge had failed and the door could not open. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a fridge failure. A field service engineer replaced the remote manager latch and harness to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.